Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a cervical procedure at c5-7 using a cervical plate system. The plate system was removed post-operatively for an unknown reason. Upon removal of plate and 6 screws it was noted by surgeon that both c7 screws were broken in half. The 4 other screws were in tact and removed along with the plate. The top half of the 2 c7 screws were left in patient. (Appeared patient had some kind of a fall causing c7 screws to break in half.